Event description:
It was reported that hooked springs were found with ultrasafe plus x100l png clear. The following information was provided by the initial reporter, "(B)(4) pcs hooked springs out of (B)(4) pcs of box#177 were found in the test for the investigation. I heard that two corrective actions had already been implemented to follow pr#74129. I would like to ask you for the effectiveness check. One is to confirm if the visual inspector can detect the defect or not. Another is to check the maintenance frequency is appropriate or not."

Manufacturer narrative:
H.6. Investigation summary: samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection of the symptom perceived by customer. Bd will implement the new version of the instruction - ttb-wi-31018, ttb-fc-31029 - is clearly define that the checking of the cut knife needs to be done during the shift maintenance. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hooked springs were found with ultrasafe plus x100l png clear. The following information was provided by the initial reporter, "72pcs hooked springs out of 1728 pcs of box#177 were found in the test for the investigation. I heard that two corrective actions had already been implemented to follow pr#(B)(4). I would like to ask you for the effectiveness check. One is to confirm if the visual inspector can detect the defect or not. Another is to check the maintenance frequency is appropriate or not".